Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a pericardial effusion that was drained. No apparent electrical changes were noted on three separate evaluations throughout the week. A revision procedure was performed and both of the patient's leads were repositioned. It was noted that this patient also has issues not related to this system. No additional adverse patient effects were reported.